Event description:
It was reported that the patient¿s left ventricular (lv) lead dislodged within two days of implant. The patient was upset due to having two procedures within a few days. The lv was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2014. (B)(4).